Event description:
It was reported that, while in use on a patient, a 980 ventilator would not cycle. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found contamination of the hot wire element. An investigation was performed and the product analysis technician reported that root cause was isolated to the contamination on the hot wire element.